Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported by the patient that there might be "something wrong with the device." It was also reported that the patient was a twiddler and that the device had been flipped so that the lead was wrapped around the device and had high impedance. The lead was repositioned and remains in use and the device remains in use. No patient complications have been reported as a result of this event.